Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due recurring incontinence from a cuff leak the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 6.5 cm cuff, pump and balloon were implanted. The patient is now continent should additional information be received a supplemental report will be filed.